Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that patient's infusion set's tubing came apart as the patient lost three infusion sets over the last three months while sleeping. The site location was patient's abdomen, with the pump laying on the bed. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information available.